Event description:
This case was reported by a consumer and described the occurrence of glaucoma in a pt who received polident for denture cleaning. A physician or other health care professional has not verified this report. Concurrent medications included polident overnight denture cleanser tablets. On an unk date, the pt started polident (dental). About two and a half years ago, pt was diagnosed with glaucoma; about one year ago pt experienced dizziness. This case was assessed as medically serious by gsk. The outcome of the events are unk. No corrective actions have been required based on this report.